Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was smoking and had a electrical burning smell. Device has stopped working all together. No power. There was no report of patient harm or injury. The device was not returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was smoking and had an electrical burning smell. Device has stopped working all together. No power. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.